Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with the facility¿s charge nurse (cn). The cn was unsure how long after the start of treatment that the blood leak was first observed. The leak was reportedly coming from the combiset twister component of the bloodlines. The cn stated that no obvious defect or damage was noted at the leak location. The cn said the twister component had not yet been rotated when the leaking was noticed. There were no loose connections noted. The cn also said the machine did not alarm. Once the leak was noticed, the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be sent back for evaluation.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with the facility¿s charge nurse (cn). The cn was unsure how long after the start of treatment that the blood leak was first observed. The leak was reportedly coming from the combiset twister component of the bloodlines. The cn stated that no obvious defect or damage was noted at the leak location. The cn said the twister component had not yet been rotated when the leaking was noticed. There were no loose connections noted. The cn also said the machine did not alarm. Once the leak was noticed, the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be sent back for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.